Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon opened shoulder anticipating the need to extract all implants due to suspected infection. At the time of surgery, cultures did not reveal an infection, so all implants were left in place, with the exception of a broken metaglene screw, which was extracted.